Event description:
It was reported by service report that the customer side rail would not latch because the locking spindle plastic spacer was broken. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.